Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending coronary artery with heavy calcification and heavy tortuosity. During preparation, it was noted that the stent of a 3.0 x 28 mm multi-link 8 stent delivery system was missing from the balloon [dislodged]. There was no reported patient involvement. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported missing component was confirmed. There were crimp marks visible on the balloon between the markers, suggesting the stent was originally positioned correctly and securely at the time of manufacture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported missing component (stent). There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.h6: device code 2923 - removed.

Event description:
Subsequent to the 30-day initially medwatch report, the following information was received: the stent did not dislodge prior to use but was actually missing from the packaging. The procedure was completed with a new multi-link sds. No additional information was provided.